Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 100% stenosed lesion was located in a calcified and moderately tortuous proximal to mid circumflex (cx) artery. A 2.5 x 16mm taxus express2 stent was initially implanted in the proximal cx. The physician attempted to place a taxus express2 2.5 x 20mm drug eluting stent in the distal cx, however, it was unable to cross. The physician made several attempts but was unsuccessful. When the device was removed, a stent strut was lifted up. The procedure was completed with another taxus express2 stent. No pt complications occurred. Pt status is satisfactory.